Event description:
It was reported that the patient presented in clinic for a routine follow-up and the pulse generator exhibited backup operation. The device remained implanted. The patient was asymptomatic.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.